Event description:
It was reported that the shock impedance became higher than 150 ohms. The physician elected to perform three commanded shocks at 41 joules, which resulted in code 1005 on the ICD, indicative of an open circuit condition. The physician then performed induction into ventricular fibrillation which was successfully converted at 31 joules, but again resulted in code 1005 and a shock impedance greater than 125 ohms. The rv lead was capped and abandoned. A new lead was successfully implanted and it was decided to replace the ICD sat the same time. The ICD was received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the shock impedance became higher than 150 ohms. The physician elected to perform three commanded shocks at 41 joules, which resulted in code 1005 on the ICD, indicative of an open circuit condition. The physician then performed induction into ventricular fibrillation which was successfully converted at 31 joules, but again resulted in code 1005 and a shock impedance greater than 125 ohms. The rv lead was capped and abandoned. A new lead was successfully implanted and it was decided to replace the ICD sat the same time. The ICD was received for analysis. No additional adverse patient effects were reported.